Event description:
It was reported that the device stopped working during a procedure with no error message. A second wand was utilized and the same problem occurred. The procedure was successfully completed using a competitive device. No patient injury or other complications were reported. Report 1 of 2.

Manufacturer narrative:
There were no manufacturing discrepancies visually observed with the returned device. Functional evaluation revealed that the returned device performed as intended; therefore, the complaint could not be verified and the root cause could not be determined with confidence. It is possible that there was not a sufficient amount of saline or intracellular fluid in order to facilitate the formation of plasma or improper connection of the wand cable into the controller display. The instruction for use (¿IFU¿) contains directions regarding activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.